Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The product was returned to the japanese bench repair team, who found that the battery insertion test led to a "cannot use" message to be announced. The device beeped three times again. Results of functional testing indicate the device does not pass diagnosis due to an operation problem in the high voltage circuit. The customer was provided with a replacement device. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.